Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) sensor seal, and the device did not recognize the cassettes. The cause of the customer reported problem was the pin for cassette detection was stuck. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to make the cassette detection function work with silicone oil.

Event description:
It was reported that the device did not recognize the cassettes. The issue was discovered before use, during maintenance. There was no patient involvement.